Event description:
The pt's parents reported that since (B) (6) 2009, the battery life of the infusion device is very short lasting 2-3 weeks. They began using rechargeable batteries and the issue continues. The parents also noticed the mood of the pt is variable. On the occasion the pt experienced low blood glucose and was taken to the hospital. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.